Manufacturer narrative:
Product event summary: analysis found the atrial output connector was broken. Analysis also found the lower case was broken, both bail covers were cracked, and the cap of the battery drawer was missing.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.